Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in the hospital but did not report if it was related to high blood glucose related. The customer blood glucose level was 201 mg/dl. Customer stated that she was having high readings while in the hospital. Customer was treating with her insulin pump for her high blood glucose. Customer did not say she was treated by the hospital for high blood glucose. Customer stated that for some reason someone had turned her bolus wizard off and customer called in to get help with turned it back on. The insulin pump will not be returned for analysis.